Event description:
The user experienced a significant worsening in her speech understanding since october 2022. The user reports she only hears a noisy sound that doesn't allow her to understand speech. Re-implantion is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a significant worsening in her speech understanding since october 2022. The user reports she only hears a noisy sound that doesn't allow her to understand speech. Re-implantion is being considered.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.